Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16289. It was reported that the patient presented for an implant procedure. It was noted that the patient experienced diaphragmatic jump because of the left ventricular lead. The pacemaker was noted to be in backup. The lead and device were not used and replaced. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification.